Event description:
The device failed to drain upon activation. The device was disconnected and replaced with a new reservoir. Satisfactory drainage was obtained. No adverse pt consequences were reported.